Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 882263012, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 933038017, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urethral atrophy. No leak in the balloon was found, but there was a small puncture hole in the cuff, this might have been punctured during removal. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications.